Manufacturer narrative:
The reported events of ¿guidewire was not able to pass through the lead tip¿ and high threshold were not confirmed. As received, a complete lead was returned in one piece. The lead was evaluated with the guidewire and did not find any restriction or obstruction. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead didn¿t find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the physician noted that resistance was high with two separate guidewires which were unable to be inserted past the lead tip. Threshold measurements were high. The physician then attempted to place a smaller lead (1457q), which the physician also found resistant to sheath insertion. A second sheath was attempted, however, the issue persisted and with intermittent capture and high threshold. A third lead was obtained and successfully used to complete the procedure with satisfactory parameters. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes for type of investigation, investigation findings, and investigation conclusions - product not returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.